Event description:
It was reported that two patients were hospitalized for surgical replacement of fractured or ¿failing¿ leads from the device. Additional information was requested.

Manufacturer narrative:
Concomitant: product ID 4351, product type lead. Product ID 4351, product type lead, product ID 4351, product type lead. (B)(4).